Event description:
The valve was explanted due to stenosis, pannus overgrowth formation and regurgitation. Patient condition of heart failure reported. The valve was replaced with no additional patient complication reported.